Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. The following information was requested, but unavailable: what type of procedure was the device used in? Just for clarification, ¿the device jammed after firing first staple load.¿ did the jaws of the device not open? If yes, was the device locked on tissue? If the device was locked on tissue, how was the device removed (did the device eventually open, was the device cut out)? What color cartridge was being used? What is the name of the surgeon who used the device? Is the device available for return? If yes, please provide the contact name and mailing address for the return kit. If the device is returning, would you like a letter of analysis? Would you like a replacement? If yes, please provide the contact name of the person who will receive the replacement.

Event description:
Please see user facility medwatch report form (B)(4).

Manufacturer narrative:
(B)(4). Additional information: the analysis found that one pse45a device was returned in good visual condition and with one ecr45b cartridge loaded on the device. In addition the knife was noted to be partially advanced into the lockout region, thus the device would not open. The reload was received fully fired and in good visual conditions. The knife was returned to its home position and device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The reported event could not be confirmed as the cartridge was loaded and removed without any difficulties during testing.